Event description:
When the physician attempted to deploy the stent, in the area from the porta hepatis to the midbiliary tract, the catheter portion with the flare separated from the handle assembly as soon as the coil exited the introducer catheter. The sudden momentum caused displacement of the stent toward the lower biliary tract.